Event description:
Event reported through clinical follow-up. Report of cerebral hemorrhage on left temporal cavernous angioma. Patient exhibited symptoms of confusion. Warfarin was stopped and pt was put back on aspirin. Valve remains implanted.